Event description:
The customer contact reported the semi-rigid adapter on the clave secondary port of the tubing set broke. The female adapter of an unspecified secondary tubing set, was connected to the clave secondary port of the primary tubing set, to deliver an unspecified concentration of oxaliplatin, at an unspecified rate, via a plum pump. It was reported that about 5 minutes after the infusion was begun, the patient and the nurse heard a dripping sound and a large puddle of oxaliplatin was noted on the floor. It was noted that the semi-rigid adapter of the clave secondary port on the cassette of the plumset was broken. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and medication was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Additionally, a secondary set was returned and a spiros was attached to the device and secondary set. Testing found the clave secondary port on the cassette of the tubing set was completely torn off and still attached to the spiros on the secondary set. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave, secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave secondary port with a semi-rigid adapter bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.